Manufacturer narrative:
Wide spread corrosion within the internal components was identified as the probable cause of the overheating reported.

Event description:
The core impaction drill was sent in for eval, due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available spare device without any clinically significant delay.